Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 10 months. The report of alarms, pump stoppages, and a suspected percutaneous lead issue could not be confirmed. The log file submitted for review contained no atypical events and the system appeared to be operating as intended. X-ray images of the internal portion of the percutaneous lead were submitted for evaluation and appeared unremarkable. The patient remains ongoing on lvad support with an ungrounded patient cable for use with the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age and weight were not provided. The serial number of the device was not provided, therefore the expiration date, approximate age of device, manufacture date and device unique identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. Approximately two years later, on (B)(6) 2014, it was reported that the patient experienced a pump stoppage at night while connected to the power base unit. The alarms cleared when the patient switched to battery support. At the time, it was reported that the problem was likely caused by cardiac arrhythmias. The patient was discharged home with an increased dosage of anti-arrhythmic medication. Approximately 1.5 years later, on (B)(6) 2016 while in the clinic, the patient's system controller was connected to a power module for interrogation and a pump stoppage occurred. The patient reportedly felt some electrical pain and stated there was something wrong with the vad. The patient was switched back to battery support. The patient stated that only battery power had been used for the last approximately 2 years since every time the system was connected to the power base unit it alarmed and they felt light-headed. Log files from the system controller were reviewed by a representative of the manufacturer's technical services team which showed that the patient was rarely connected to the power base unit. No low speed or pump stoppage events were captured in the log file. X-ray images of the internal portion of the driveline were also reviewed and no obvious area of concern was observed. It was reported that the patient had gained approximately 100 lbs since implant. The patient is reportedly doing well at home and remains on battery power.